Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was shutting on and off. Customer stated that he got new insulin pump and when inserting a battery and it started to shut on and off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No unexpected pump shutting on and off noted during testing. Device functioning properly. (B)(4).